Event description:
The pt underwent a sling procedure approximately a year and a half ago. This pt was operated on about a year and a half ago by another urologist. The pt first presented, to a general surgeon, about 6 months ago and the surgeon took out a portion of the tape. The pt now presents with what was first thought to be an urethral erosion. Physician performed a cytoscopy and has determined that it is not an urethral erosion rather the tape is in the vaginal lumen. Physician can feel the tape but cannot see it. Pt complains of occasional pain with intercourse but is not very sexually active. Physician plans to take the pt back to surgery. If the physician is able to see the area he will proceed with removing that portion of sling to make it "flush with the vagina."